Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the light cover glue peeling at the distal end was an external force applied to the distal end. The following statement from the instructions for use addresses the problem: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the light guide cover glue was observed peeling at the distal end side. The investigation is ongoing and a definitive root cause of the problem cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that damage to the device was present at the distal end and behind the elevator. The problem, as reported to olympus, was first identified during reprocessing. There was no patient injury, associated with the problem, reported to olympus.